Manufacturer narrative:
(B)(4). The exact date of occurrence is not known. The estimated date of occurrence was entered as (B)(6) 2014. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was successfully achieved using two proglide devices in the left common femoral artery (lcfa) and two proglide devices in the right common femoral artery (rcfa) using the preclose technique prior to an unspecified large hole procedure. The sheath sizes used were not known. After the large hole procedure was completed, the sutures did not achieve hemostasis in both groins. A cut down was performed in both groins to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.